Event description:
A malfunction alarm occurred, identified by code malf 12. There was no adverse impact to the customer's blood glucose level, with readings remaining under 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and contact support if further malfunctions occur, while arrangements were made to replace the pump due to repeated issues.